Event description:
The lay user/patient contacted lifescan (lfs) another country in 2007 and alleged that this one touch ultra meter was displaying the battery indicator. Lfs canada was able to obtain additional information from the patient. The patient reported that the alleged issue first occurred on the same day, and the meter only displayed the "+/-" symbol (this sign on the ot ultra meter indicates that the power of the battery is too low to run a test and to replace the battery at once -- the meter would not function unless the battery was replaced). The patient attempted to test his blood glucose at 7:30 am (his usual testing times are 7:30 am, approximately 5:30 pm, and approximately 9:30 pm), but was not able to obtain a result due to the alleged issue. He then took his insulin per his regimen (he takes 4 units humalog and 16 units humulin n every morning). Then before breakfast, he started feeling shaky. He felt better as soon as he ate his regular scheduled breakfast (between 8:10-8:30 am). The patient also mentioned that on the day before (night prior), he had tested his blood glucose on the subject meter and obtained a result of 11:0 mmol/l at around 9:30 pm. He was not experiencing any symptoms at this time. At the time of troubleshooting, it was verified that this was not a new product. It was also discovered that the patient had not changed the battery in the meter per the owner's manual (he does not think that he ever changed the battery). This complaint is being reported because the patient alleges he was unable to obtain a reading on the lfs product prior to taking insulin and afterward felt shaky, a typical symptom of hypoglycemia. The patient claimed he felt better after eating. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.